Event description:
It was reported that a revision procedure occurred. On unknown date, the patient underwent an open reduction external fixation on the right hip. The surgeon implanted a trochanteric fixation nail (tfn), unknown distal locking screw and helical blade. About two months later, the surgeon observed x-rays that seemed to indicate the helical blade implant cut out of the femoral head. On (B)(6), 2014, the patient underwent a revision procedure. The trochanteric fixation nail, helical blade, and locking screw were all explanted and a total hip replacement was performed. There was no surgical delay or patient harm reported. There were no issues reported with the explanted devices. This report is for the unknown helical blade. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for the helical blade, part and lot number unknown. Additional common device name: hwc. Implant/explant date: reported only as implant date was most likely on an unknown date in (B)(6) 2014. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.